Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl, and diabetic ketoacidosis. Subsequently, customer was hospitalized in the intensive care unit. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. The customer's healthcare provider alleged that the pump was not delivering insulin properly; however, pump system check did not identify any pump issues. Reportedly, the customer reverted to manual injections for insulin therapy.